Manufacturer narrative:
Unit received with intermittent act button response due to flattened button dome switch and was creased. No button error alarm during testing. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. No further information was given.